Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2 & a4 : date of birth and weight not available from the facility. Block c: not applicable for this device. Block d4: serial # not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks d1 & g (contact information): address listed reflects the specification developer. Block h3: the phoenix catheter and handle were returned, but without the guidewire. Visual inspection of the catheter found a collapsed flex capacitor and a stalled cutter, indicating the device encountered severe friction during use. During functional testing, a 0.014" laboratory guidewire was inserted but unable to advance due to debris in the shaft. For the handle, this worked as intended as it ran at 12300 rpm. Block h6: the probable cause of the catheter locking onto the guidewire could be due to incorrect prep or flushing. However, the cause could not be established since the guidewire was not returned with the phoenix catheter. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a phoenix catheter was used in a therapeutic peripheral procedure in a moderately calcified distal sfa. During removal, the handle battery died causing the catheter to lock onto the guidewire, and the entire system was removed as a unit. The procedure was completed with angioplasty with no patient injury reported. Outside of patient, the guidewire was aggressively removed from the catheter, and the guidewire was bent and kinked. This product problem is being submitted because the phoenix catheter and concomitant device were removed as a system; potential for harm.